Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was attempted implant. The right ventricular (rv) lead exhibited oversensing and noise. The physician removed the lead, cleaned it up and then re-inserted in the device header. However, the noise was present. Subsequently the physician replaced the lead with a new one, and noise was still present. The physician then connected the new lead to another device, and the noise was still present. After the procedure, the noise was able to be reproduced when the patient was deeply breathing. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.